Event description:
On (B)(6) 2010, the pt underwent repair of a descending thoracic aortic aneurysm, with the proximal end of the endograft overlapping the distal end of the previously placed arch endograft. On (B)(6) 2011, the pt presented with burning pain in his back. In preparation to undergo a computed tomography of the chest, the pt coded. He was resuscitated after about 45 minutes; but within a half hour, the pt once again coded. An autopsy diagnoses stated dissection of thoracic aorta with rupture and bleeding into right pleural space.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices: (B)(4), (B)(4).